Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of event was unknown. It was reported that the patient was not hospitalized for this event. On an unreported date, the patient was treated with fluconazole injection (discontinued, dose, route, frequency not reported), ceftriaxone injection (discontinued, dose, route, frequency not reported), vancomycin injection (1g, ongoing, route, frequency not reported) and ceftazidime injection (500mg, discontinued, route, frequency not reported) for cloudy effluent. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.